Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the check button on the infusion device is defective, and the infusion device has to restart for it to function correctly. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for evaluation. No additional information was provided.